Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/27/2020. H.6. Investigation: two samples received for investigation, during the visual inspection of the samples received, small white residues were detected inside the barrel. Fourier transform infrared spectroscopy was performed, it has not been possible to identify the particles mentioned, because only the silicone spectrum appears, this is because the material has been in contact with the silicone inside the barrel of the syringe. However the number of pieces defects reported for "foreign matter" is within the acceptance level. During the documentary review, no quality notification records were found that could cause the reported defect, the lot was inspected and subsequently released in accordance with the current work instruction. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 3 syringes 3ml ll 200 s/c experienced foreign matter in device cannula/needle/syringe or any fluid path which was noted during use. The following information was provided by the initial reporter: material no.: 309657, batch no.: 8344619. Complaint 2 of 2. Caller reported small particles floating in the syringe but is unsure if it is coming from the syringe or needle. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - 3ml syringe 309657. Product lot # - 8344619 (syringe/pouch). Did issue cause any injury? - no. Did customer require medical intervention? - no. Resolution - distributor explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further distributor follow up is required.

Manufacturer narrative:
Initial reporter occupation: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringes 3ml ll 200 s/c experienced foreign matter in device cannula/needle/syringe or any fluid path which was noted during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 8344619 complaint 2 of 2 caller reported small particles floating in the syringe but is unsure if it is coming from the syringe or needle. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - 3ml syringe 309657. Product lot # - 8344619 (syringe/pouch). Did issue cause any injury? - no. Did customer require medical intervention? - no. Resolution - distributor explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further distributor follow up is required.